Manufacturer narrative:
Correction: d2 common device name. Manufacturer's investigation conclusion: the modular cable (lot number: 6567067) was initially added to this event, as information provided on 10jul2023 indicated that the modular cable was frayed and there were exposed wires. The clinic later clarified on 20jul2023 that there was no damage to the modular cable, and the reported fraying/exposed wires were actually related to the power cable of the heartmate 3 system controller (serial number: (B)(6). There were no allegations against the performance of the modular cable, and the reported event has been addressed under the investigation of the controller (manufacturer reference number: 2916596-2023-05321). Heartmate iii instructions for use (rev. C) section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook (rev. D) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the heartmate 3 modular cable (lot number: 6567067) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was further reported that the modular cable was confirmed that there was no modular cable damage. The damage was associated with system controller power cables.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient's family changed the controller without the knowledge/direction of staff because the power cable was frayed and there were exposed wires. There were pump stop alarms related to controller exchange. The patient also had a lot of low voltage alarms due to sleeping on batteries. The event log indicated that the patient did not utilize the wall power. The log contained the low power advisories alarms due to battery depletion. The patient was waiting too long or waiting for the alarms to replace the batteries. The log also captured a few power cable disconnects during power change and low power hazard that would correlate with low power advisory alarms. Related MFR: 2916596-2023-05321.